Event description:
It was reported that a device was used during an unk procedure. It was reported by the rep that the hand piece locked out and made a solid tone. The case was completed with another hp052. There was no pt consequence.